Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in insulin pump history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 370 mg/dl. The customer stated that they unable to clear the alarm. Customer ran the self test and insulin pump come up with hardware low level failures alarm two times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.